Event description:
Female patient scheduled for fusion of cervical vertebra c5-c6, c6-c7 (anterior multi level). Drill guide from the anterior cervical set broke intraoperatively. Pieces of the drill guide were recovered.